Event description:
Crm received information that this device did not detect the induced ventricular fibrillation during implant testing. The leads were removed and reconnected and the device was able to detect. A technical service consultant noted the observation was likely due to an improper connection issue between the device and leads.

Event description:
Boston scientific crm received information that this device did not detect the induced ventricular fibrillation during implant testing. The leads were removed and reconnected and the device was able to detect. A technical service consultant noted the observation was likely due to an improper connection issue between the device and leads. The root cause was attributed to the difference in renewal 3 and 4 header design from previous headers. A product update outlining the setscrew location was sent out to the field representatives on (B)(6) 2004. Additional information was provided that the device was later explanted and was returned for evaluation and archival.

Manufacturer narrative:
The root cause is attributed to the difference in renewal 3 and 4 header design from previous headers. A product update outlining the setscrew location was sent out to the field rep in 2004.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.